Manufacturer narrative:
Concomitant medical products: 694765, implanted: (B)(6) 2010; 419678, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the cardiac resynchronization therapy defibrillator (crt-d) was not working. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's device was checked. It was determined that the device was working appropriately and no malfunction occurred.